Event description:
Ballard medical products has no first-hand knowledge of the following allegations, but is relaying the info received from outside sources pursuant to federal regulations: in april 2000, a pt had the MFR's gastrostomy tube placed with no complications. It was reported that tube functioned well for 3 months. The pt had 3 tube replacements related to balloon problems. Those procedures were successful without immediate complications. All tube placements and replacements were performed in a clinical setting with fluoroscopic guidance. Three days after the last tube exchange in 2000, the pt presented at the hosp with gastric perforation and peritonitis. The pt died 4 days later.